Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that vanta application is providing a 0x4ea9bc8e. Rep stated the application goes black quick second after opening the vanta application. Rep states that error occurs when trying to connect to communicator. The rep reset network settings. Rep states he cleared his blue-tooth and wi-fi settings. No symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.